Manufacturer narrative:
During testing and the device did not alarm when a distal occlusion was present. This was due to a broken distal pressure sensor pin. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During preventive maintenance testing at the user facility, it was noted that the device distal pressure sensor pin was broken. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional info was provided.